Manufacturer narrative:
(B)(4)

Event description:
The reporter stated the surgeon inserted and removed a aq2010v three piece silicone lens. The haptic tore. Lens was removed with no pt injury. Another same model and size lens was used.